Event description:
It was reported that during use on a patient, an autofill error occurred with the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable tp reproduce the reported issue. However the stm found multiple iab restriction and iab disconnect in the iabp's error logs and autofill alarms. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that an during use an autofill error occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.